Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, the patient developed redness, inflammation, swelling, and an infection at the needle puncture site. On (B)(6) 2024, the patient consulted a physician who prescribed three different oral antibiotic medications (doxycycline 300 mg, four times per day; keflex 500 mg, twice per day; and clindamycin 300 mg, four times per day). On (B)(6) 2024, the patient mentioned the infection did not subside after the course of antibiotic treatment which prompted her to follow up with a physician and had an incision and drainage to help relieve the infection. At the time of report the patient was doing well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.